Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of malignant stricture within the esophagus. Reportedly, the patient had advanced liver cancer and has been treated with chemoradiotherapy. However, it could not be confirmed when the chemoradiotherapy began and if the patient underwent treatment post stent placement. No visible issues were noted to the stent. On (B)(6) 2012, following dialysis treatment, the patient underwent a stent placement procedure and an ultraflex esophageal covered stent was successfully implanted within the target lesion. Subsequently, following stent placement, the patient complained of an "uncomfortable feeling." On (B)(6) 2012, the physician reevaluated the area of the stent and no leakage was observed. However, it was confirmed that the patient had a fever. On (B)(6), 2012, dialysis treatment was performed. On (B)(6) 2012, the physician reassessed the patient and suspected pleural effusion. However, an electrocardiogram did not show any issues. The physician administered pain relief medication to the patient. On (B)(6) 2012, the patient complained that he felt "dull and tired." It was noted that his c-reactive protein (crp) suddenly increased to 16 (units not provided) from 2-3 (units not provided). Furthermore, the patient's blood pressure decreased. No intervention or treatment was provided to the patient per the request of the patient's family. Subsequently, later that day, the patient went into cardiopulmonary arrest and expired. In the physician's assessment, the patient had an infection and sepsis due to a suspected perforation within the esophagus. The physician could not confirm the location of the perforation. An autopsy report is not available for review.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.